Manufacturer narrative:
(B)(4). Report source¿ foreign ¿ ireland. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned, insufficient information.

Event description:
It was reported that patient underwent revision surgery of hip prosthesis on the right side due to unknown reasons. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10: item name# bone scr 6.5x40 self-tap; item# 00-6624-065-40; lot# 62541246 item name# unk screws x3 (6.5x35, 6.5x30, 6.5x30); item# unknown; lot# unknown item name# unk trabecular metal acetabular augment; item# unknown; lot# unknown the following sections were updated: a4, b3, b4, b5, b7, d1, d4, d6, d10, g3, g4, g6, h2, h4, h6, h11. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised due to loosening of the acetabular cup and screws attributed to poor bone healing leading to migration. Severe acetabular defects were noted. A previously placed trabecular metal disc was well incorporated into the bone but also removed to allow for full acetabular reconstruction. The initial femoral zb stem was found solidly intact and left in place. All other components were exchanged without complication. No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d6, g3, g6, h2, h3, h6, h11. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Based on the received medical notes the reported acetabular components which were implanted with the zimmer biomet stem were competitor products and therefore it is deemed that the acetabular components are not a legally marketed combination and are not compatible with the implanted zimmer biomet taperloc stem. Review of the applicable IFU identified that under warnings and precautions: "do not use prosthetic implants from other systems with biomet components due to the probability of incompatible sizing and bearing surfaces, which may lead to premature wear, malalignment and failure." Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical notes were received and reviewed by a healthcare professional. The review identified that the patient had an initial right total hip arthroplasty performed. The stem was a zimmer biomet implant, but the metal-on-metal head and shell were competitor product. The patient was revised due to pseudotumor and metal related pathology. The initial zb stem was retained. The revised components were again replaced with competitor products. Approximately 8 years later, the patient presented to the emergency department with pain and dislocation. The patient was revised due to loosening of the acetabular cup and screws attributed to poor bone healing leading to migration. Severe acetabular defects were noted. A previously placed trabecular metal disc was well incorporated into the bone but also removed to allow for full acetabular reconstruction. The initial femoral zb stem was found solidly intact and left in place. All other components were exchanged without complication. No problem was detected with the implanted taperloc stem and it remains well fixed and implanted according to the medical notes which were received. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.